Event description:
Product disintegrated/fragmented after two weeks in pt. The pt is being treated for subcutaneous infection pocket and septicemia. No further info is available regarding the pt's status. The sample is not available.